Manufacturer narrative:
(B)(4). G2: foreign ¿ canada h6: proposed component code: mechanical g04 - head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review identified the following: the patient had an initial bilateral tha. Patient presented with palpable swelling in the right hip. Labs tests showed excessively high levels of chromium and cobalt ions. MRI showed pseudotumor. The patient was revised. During the procedure, brownish fluid was encountered in the joint, and foreign body reaction was noted. It was also noticed the notch at the base of the neck of the stem rubs against the acetabular component. The acetabular component is anteverted, but very well fixed. Cup was explanted. New head placed on existing stem. No other complications noted. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately eight years post-implantation, the patient underwent a right hip revision due to swelling, high metal ions, and pseudotumor. During the procedure, the cup was excessively anteverted and malpositioned, but well-fixed. The neck of the stem was rubbing against the acetabular component resulting in metal debris. The initial stem was retained and all other components were revised. Attempts have been made and no further information has been provided.